Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the olympus lamp (lamp life read below 500 hours) and within specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The user facility returned an asset/demo evis exera ii xenon light source to olympus to the service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, all the lights were flashing. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, device history record review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation did not confirm that all lights were blinking¿ at the repair department, and its cause was not identified. Olympus will continue to monitor the field performance of this device. Note: the user provided an age of "50" for the patient involved, however, units (e.g., days, weeks, months, etc.) Were not provided.

Event description:
During a therapeutic endoscopic sleeve gastroplasty procedure. The physician was suturing when the device failed. The intended procedure was completed. The same device was not used to complete the procedure. There was a delay of a hour and patient was under general anesthesia. It was reported that the device failed at the end of the procedure.